Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06579. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence and vaginal and uterine prolapse. The patient experienced erosion, extrusion, infection, urinary/bowel problems and vaginal scarring. The patient underwent mesh repair on (B)(6) 2012 due to hole in vaginal wall from mesh protrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with uterine suspension, cystocele repair, and paravaginal repairs. It was reported that the patient underwent excision of vaginal mesh, cystoscopy, revision of anterior vaginal wall on (B)(6) 2012 due to vaginal mesh exposure.